Manufacturer narrative:
Eval on-going.

Manufacturer narrative:
Manufacturing site evaluation: device was not returned for evaluation. Root cause can not be determined. No corrective/preventive action is required.

Event description:
During an orthopedic procedure a lewin bone clamp broke at the base. One side of the clamp is missing. Surgical delay 5 minutes. No injury reported.